Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: "won't maintain infusion rate."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The product involved in the reported incident was returned to one of our b. Braun facilities and the device was evaluated by a qualified technician during the investigation. When the pump was evaluated, the reported issue was not observed. Investigation results: the reported issue was not present during investigation. 3x delivery accuracy of 250ml/hr and 25ml tested in spec at 98% of expected accuracy. Perform preventive maintenance service.